Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available then it will be submitted in a supplemental report.

Event description:
The surgeon, dr reported via fax that: "a pt underwent a surgical procedure of thr on (B)(6) 2009. On (B)(6) 2011, the pt underwent a revision surgery due to a septic loosening of the prosthesis implanted.